Manufacturer narrative:
D6b - date of explant is unknown. Date of event is estimated. An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that patient experienced an infection at ipg site. As a result, surgical intervention was undertaken wherein the entire system was explanted at unknown date.